Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested but unavailable: what was the issue that occurred with device number two? How was the device "not working well"?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming properly, one clip jammed in the jaws. Another like device was used to complete the procedure but also thought it was not working well. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n92z0l. The analysis results found that the er320 device was returned with one clip jammed between the top shroud and the floor; the clip was removed in order to inspect the jaws and they were found to be with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 15 clips as intended; no jamming issues occurred upon testing. The most likely cause to the jammed clip is continual backward pressure while placing, firing and loading cycle of the next clip; however, no conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.